Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported seeing some fluid behind cassette door last time he removed his cassette. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had reported the fluid leak issue and no injury occurred. The pdrn stated the patient had reported observing fluid after he had completed treatment on (B)(6) 2017 and had opened the cassette door and was removing the cassette. Per pdrn the patient was not required to come into the clinic and no prophylactic medications or additional medical intervention was provided as a result of the reported fluid leak. The set was discarded.